Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Event description:
The recipient reportedly experienced a gusher during initial implant surgery. Surgery and electrode insertion were completed without further complications. The recipient's device was activated.